Manufacturer narrative:
(B)(4)

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection. Dexcom representative advised patient's husband to remove all other connected bluetooth devices. No additional patient or event information is available.